Manufacturer narrative:
It was confirmed that a complaint sample has not been received. The product associated with this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. Device manufacture date updated. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Device manufacture date: 08/2015. Based on the available information, this event is deemed to be a reportable malfunction. No harm to the end user was reported. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Event description:
End user reports the wafers were "just too sticky" which resulted in the end user having a difficult time in removing the appliance.